Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy noted earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by reloading the same cartridge and was advised to call back for troubleshooting if the problem reoccurs.